Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 the patient presented at an orthopedic clinic for a right knee evaluation after 1 week of redness and swelling due to possible infection. Lab work was drawn in the office and the results were pending. The patient was later called by the ortho office and told to go to the emergency department (ed) for evaluation. The patient was then admitted and on (B)(6) 2018 infections diseases (ID) was consulted. Blood cultures were drawn and antibiotics were started. On (B)(6) 2018 blood cultures were positive for e. Coli. On (B)(6) 2018 the patient underwent a right knee aspiration and culture, which was positive for e. Coli. Electrophysiology (ep) was consulted on (B)(6) 2018 for possible ICD and lead extraction. On (B)(6) 2018 cardiovascular surgery was consulted for ICD removal. On (B)(6) 2018 the patient went from a revision right total knee to an antibiotic spacer. On (B)(6) 2018 the patient had an ICD system explant. On (B)(6) 2018 the patient was hospitalized for a syncopal episode and had blood cultures drawn. Blood cultures returned positive with e. Coli. ID was re-consulted and suspected a relapse from the patient's right knee infection. Antibiotics were restarted and were changed on (B)(6) 2018 to levaquin. The patient continued antibiotics at the study completion.

Manufacturer narrative:
Manufacturers investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined. The patient remains ongoing on vad support. The hm3 lvas IFU lists localized infection, driveline infection, and pump pocket or pseudo pocket infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section of this document includes subsections entitled ¿caring for the driveline exit site¿ and ¿controlling infection¿. No further information was provided. The manufacturer is closing the file on this event.